Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead dislodged after pocket closure, which was confirmed via x-ray while the patient was still in recovery. The patient's underlying rhythm was sinus bradycardia; however, the patient was not symptomatic. The patient returned to the or a couple of days after the initial implant for a lead revision procedure. This ra lead was successfully repositioned without further incident. All lead measurements were considered appropriate. A post-op check was completed following the lead revision procedure, which showed the atrial lead measurements to be stable. This patient was discharged from the hospital. This lead remains implanted and in service. No additional adverse patient effects were reported.